Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 06:15:05. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2012-14955.